Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the loss of stimulation was not determined and it was unknown if the issues were resolved.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient questioned whether or not their implant was working and suspected that something may be wrong with the implant because they would set stimulation up to where it needed to be and could feel it but they could only get it in the penis and rectum, and could not get it to the in between where it should be. It was reviewed that feeling stimulation anywhere in the bicycle seat area comfortably (penis/rectum) was a correct are to feel stimulation. Patient stated that right after they turn stimulation up, and takes away the programmer antenna from their body, the stimulation sensation stops all of a sudden, like within 30 seconds to a minute. Patient also stated that they had a return of symptoms and device was not helping. Patient noted that they used to be able to go an hour to two hours between having to urinate and they now they could only go about half hour between urinating. Patient mentioned that they had been increasing stimulation and would leave it there for a week and half or two and they had been on all programs but it was not helping and still had a problem of not feeling stimulation immediately after making an adjustment and removing the antenna. Patient stated that they could turn their therapy and they had the exact same time between having to urinate which was now 30 minutes as when the therapy was on. Patient stated that they knew how to check the settings and make adjustments. It was reviewed for patient to keep diary of occurrences because the way the ins works is it was not designed to turn off on its own and the patient programmer turns therapy on/off and that stimulation disappearing may be the patient's body becoming used to the stimulation sensation and not feeling it over time or could be from the patient checking settings incorrectly and inadvertently turning stimulation off. Patient stated that loss of stimulation was a sudden thing. Patient stated that they had made the mistake of accidently turning therapy off 2 weeks after getting the device but had noticed it and turned it back on so they are now careful. It was reviewed that it takes time for the body to respond to therapy and therapy expectations are 50% reduction in symptoms. It was reviewed for patient to ensure that therapy is on and turn stimulation up to where they felt it comfortably again, patient was asked to put the programmer away for a few days without touching it to see if adjustments help improve symptoms, but patient refused and stated they already tried this. Patient was redirected to the health care provider (hcp). No further patient complications were reported/ anticipated as a result of this event.